Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2020-jan-09. It was reported that there was no volume discrepancy at the replacement, so the cause was unable to be determined. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (20 mg/ml at 6.5 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient started to have an increase in pain. The doctor was increasing the patient's dose to cover the pain but then noticed that at every refill the patient had "9-10mls greater than the expected volume pulled out." The pump was replaced on (B)(6) 2019, and the catheter access port aspirated successfully during the surgery. The pump was going to be returned for analysis. The caller had no further information. No further complications were reported.